Manufacturer narrative:
B3: The event date is approximate.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.The case is being conservatively reported as the event described as melted is likely to cause or contribute to serious injury or death, if the malfunction were to recur.

Event description:
It was reported that a Philips Sonicare 4100 Series powered toothbrush melted. Consumer stated that they noticed the powered toothbrush was melted and felt sticky when they picked it up for use. No injury was reported. No report of fire, flame, smoke, or heat. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.